Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained oversensing due to t-wave oversensing issue was observed. No programming changes was possible to recommend as due to device setting. No intervention has been performed. Patient was stable and will continue to be monitored. No further information is available.

Event description:
New information received on september 13th, 2018 new programming changes and testing was recommended. No further information available.

Event description:
Oversensing was due to post-paced t-wave oversensing.